Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. There was no reported adverse impact to the customer's blood glucose (bg) level for the past events; current bg was 500 and a manual injection was administered to correct. During a pump system check, a new cartridge was loaded and a minimum fill notification was received leading to an air leak being detected as the cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported fill tubing estimate- minimum fill issue was identified. The occlusion alarm investigation could not be completed as the cartridge was not returned.